Event description:
It was reported that while using bd facsmelody¿ ethanol sprayed outside of instrument. There was no impact to customer or patient. The following information was provided by the initial reporter: the instrument leaked 0.5 l of ethanol on the floor due to a connector issue between filter and fluidics line to the instrument. Was the leak contained within the instrument? No. Was the leak in a customer accessible location? Yes. Was there spray of fluid under pressure? Yes. What is the source of leak waste line or non-waste line? Non-waste line. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak? No.

Manufacturer narrative:
After further review MFR# is no longer reportable. This device is for research use only and is not being used for diagnostic testing or patient treatment and is therefore not subject to MDR reporting.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using bd facsmelody¿ ethanol sprayed outside of instrument. There was no impact to customer or patient. The following information was provided by the initial reporter: the instrument leaked 0.5 l of ethanol on the floor due to a connector issue between filter and fluidics line to the instrument. Was the leak contained within the instrument? No. Was the leak in a customer accessible location? Yes. Was there spray of fluid under pressure? Yes. What is the source of leak -- waste line or non-waste line? Non-waste line. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak? No.